Event description:
It was reported that the left (live) monitor was not working properly. This issue will cause the system to be unusable due to a loss of the live image. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced. The system was tested and found to be working as intended and put back into service.